Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen at the hospital due to infection. Reportedly, the incisions were oozing fluid and hourly dressing changes were required. The patient did not have a fever or elevated white blood count, but antibiotics were administered for several days in the hospital. Surgical intervention was then performed. Prior to the procedure, an x-ray was done and it appeared the entire electrode had migrated slightly. A two-incision implant technique was used at the initial implant, and both incisions were irrigated with antibiotic solution at the recent procedure, as the physician though the infection was superficial. The electrode was then repositioned using a three-incision technique, and defibrillation threshold (dft) testing was performed. Three inductions were performed and dfts were unsuccessful in each attempt and external defibrillation was provided. The physician was certain the products were at the facial plane. Due to the unsuccessful dfts and the infection, the physician opted to explant the system. The physician thought the non-conversion with the dft testing was due to the size of the patient and the amount of tissue, and it was thought the infection may have impacted it as well. There were no allegations of device malfunction. The patient was going to use a lifevest until the infection resolved. The hospital kept the products and they are not expected to be returned to boston scientific. There were no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.